Event description:
It was reported that since implant, the right ventricular (rv) lead has exhibited high, but still in-range pacing impedance measurements (1800 ohms). However, the shock impedance measurements began gradually rising to reach 150 ohms. The physician subsequently elected to surgically explant and replace the device. The rv lead was surgically capped and a new rv lead was implanted to resolve the event. No additional adverse patient effects were reported. The device was disposed and will not be returned for evaluation. The rv lead remains implanted, but capped and out-of-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that since implant, the right ventricular (rv) lead has exhibited high, but still in-range pacing impedance measurements (1800 ohms). However, the shock impedance measurements began gradually rising to reach 150 ohms. The physician subsequently elected to surgically explant and replace the device. The rv lead was surgically capped and a new rv lead was implanted to resolve the event. No additional adverse patient effects were reported. The device was disposed and will not be returned for evaluation. The rv lead remains implanted, but capped and out-of-service.